Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for subluxations in 1999 right hip where cup was explanted to allow for a larger head size and constrained liner. Fragments of the locking ring were found embedded in the explanted liner, signs of significant wear and deformation superiorly.